Event description:
Physician's office reported additional event of capsular contracture, baker grade ii and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, brown particles in the fill channel, the device was broken shell and missing shell. A leak test was performed which identified broken shell. A microscopic analysis was performed which identify: broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: broken striated of shell assessed as surgical damage. Missing shell assessed as inconclusive. The reason for reoperation was deflation.

Event description:
Patient reported a right-side deflation. Physician's office reported additional event of capsular contracture, baker grade ii and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side deflation. Physician's office reported additional event of capsular contracture, baker grade unknown. Device remains implanted.